Event description:
It was reported that the pump of this artificial urinary sphincter (aus) was encapsulated in scar tissue causing mitigation, which resulted in pain for the patient and a not easy to use implant. A revision surgery was performed, during which it was noted that a longer tubing was needed; therefore, the pump was removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.